Manufacturer narrative:
Reported event of the device falling apart is inconclusive. The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review was conducted and found 2 events reported for this lot number. A two-year review of complaint history revealed there has been a total of 81 reports, regarding 104 devices, for this device family and failure mode. (B)(4). Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (B)(4). Received on 26may22. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the 60-6085-201a, vcare 200a - medium. The report states that on (B)(6) 2022. The ¿cup on end of v-care uterine manipulator fell off from end of device when attempting to remove the uterus.¿ there was no required intervention and no injury or impact to the patient. The report states this was a product problem not an adverse event. After further assessment it was found that all pieces of the device were removed from the patient. The procedure was completed and it is not known if there was a delay. The procedure was a robotic total hysterectomy. The patient was discharged.